Event description:
The field service engineer observed a ventilator with diagnostic code 4010 (air valve stuck closed) in the event log. The diagnostic code was noted during servicing of the device. There was no patient involvement.